Event description:
The pt reportedly experienced intermittencies followed by loss of lock between the external equipment and the internal device. External equipment was exchanged, but the issue was not resolved. Device revision surgery will be scheduled.